Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, b6, d6b, h6

Event description:
Patient reported left side "a minimal amount of periprosthetic fluid and a small radial fold" diagnosed by MRI. Healthcare professional reported "deformity of the breast, rupture of the prosthesis". The device has been explanted and replaced with allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported "a minimal amount of periprosthetic fluid and a small radial fold" diagnosed by MRI. This relates to the left side. The device remains implanted.

Event description:
Patient reported "a minimal amount of periprosthetic fluid and a small radial fold" diagnosed by MRI. Healthcare professional reported "deformity of the breast", the event of rupture is no longer reportable as device was found to be intact. This relates to the left side. The device has been explanted and replaced with allergan device.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaints are: ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. ¿ seroma-late: unable to observe as it is not related to the manufacturing process. ¿ crease / folding of implant: observed. As per the investigation procedures, deformation and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: b.1, b.5, d.9, h.3, h.6.